Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pains') in a 41-year-old female patient who had essure (batch no. 901338) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("cystitis"), fatigue ("chronic fatigue"), angioedema ("giant urticaria"), malaise ("malaise") and cervicobrachial syndrome ("cervicobrachial neuralgia of tension"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cystitis, fatigue, angioedema, malaise and cervicobrachial syndrome outcome was unknown. The reporter provided no causality assessment for angioedema, cervicobrachial syndrome, cystitis, fatigue, malaise and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pains') in a (B)(6) female patient who had essure (batch no. 901338) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("cystitis"), fatigue ("chronic fatigue"), angioedema ("giant urticaria"), malaise ("malaise") and neuralgia ("cervicobrachial neuralgia of tension"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cystitis, fatigue, angioedema, malaise and neuralgia outcome was unknown. The reporter provided no causality assessment for angioedema, cystitis, fatigue, malaise, neuralgia and pelvic pain with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.